Event description:
It was reported that the customer experienced low blood glucose on two occasions. She stated that neither incident led to a hospital visit, but after the more recent event in (B)(6) 2014, some changes were made to the settings on her insulin pump. Customer's blood glucose was 30 mg/dl. She was advised of the temporary basal feature for periods of exercise. Customer stated she would be meeting with her healthcare provider in february to discuss settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.